Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose level of 586 mg/dl. The customer stated she was taken to the hospital after she did her set change the insulin pump was fine. The customer stated prior to being hospitalized she was throwing up. The customer was wearing the insulin pump during hospitalization. Customer was hospitalized at (B)(6). The customer could not troubleshoot at the time because she didn't have any supplies with her during the time. The insulin pump will not be replaced. The insulin pump will not be returned for analysis.